Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was having a communication issue a field service engineer replaced the drawer boards on main half-height drawers 4.1 & 4.2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation e system drawer 4.2 was having a communication issue; the cubies were loaded but not showing up in the device the customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.